Manufacturer narrative:
The device was not received for evaluation and was reported to have been disposed; therefore, no physical analysis of the device can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The supplied image appears to present skive/cut damage to the polymer jacket material in the distal region with an indeterminate length of the metallic core wire protruding from the damaged polymer jacket. As noted in the device instructions for use (dfu) warnings, "do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement, and/or withdrawal through a metal device may result in destruction and/or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire. Extreme caution should be observed when used with a one-wall puncture needle". The dfu precautions also indicate, "the zipwire hydrophilic guidewire should be advanced through the scope using short, deliberate 2-3cm movements to prevent inadvertent damage to the device or patient". At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, clinical and/or procedural factors appear to have impacted on the event as reported. The patient information and the initial reporter's contact and occupation were not provided at the time of this report. If there is any further relevant information provided, a follow up report will be submitted.

Event description:
The end of the zipwire was torn after one pass through of the wire. The event occured during the procedure. The procedure was completed successfully using another zipwire.